Manufacturer narrative:
(B)(4).

Event description:
New information received that the lead was replaced due to decrease in lead impedance measurement and noise issue. Lead fracture/insulation breach was suspected. There were no complications during the replacement procedure.

Event description:
New information received notes that the patient had ICD alarms for noise episodes and low impedance since (B)(6) 0215. Lead was replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 for an unspecified issue. No further information was available.